Event description:
During a CT scan renal cryoablation procedure in which the physician used 3 icerod plus needles and a visual ice system, tne needles did not perform optimally. The issue occurred during the procedure while the pt was under anesthesia. During the first freeze cycle, one needle did not freeze completely and there was a lack of ice on the handle and a weak iceball was seen on CT. The user changed channels with the needles and the needles began forming more ice, however, one of the other needles being used stopped forming ice. While the needles were functioning, the ice being formed was not optimal. The procedure was completed after 3 freezing cycles with no pt injury. However, the physician is uncertain how successful the procedure was and will continue to follow up the pt per normal follow up procedures.